Manufacturer narrative:
(B)(4). Concomitant medical products: 00877503602, bioloxâ® delta ceramic femoral head, 2850527, unknown, unknown cup, unknown, unknown, unknown liner, unknown. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a revision procedure approximately one year post implantation due to stem failure, pain, and loosening. It was reported the femoral stem had failed to in grow. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed as no x-ray or operative notes were available. The device was returned for evaluation. The stem is conforming to the overlay. Device was conforming when it left zimmer biomet. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.